Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # j0519316v, implanted: (b)(6 2005, product type lead; product ID 3387-40 lot# j0519316v, implanted: (B)(6) 2005, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension.

Event description:
Information was received from a physician regarding a patient with an implantable neurostimulator (ins) for essential tremor and parkinson¿s. It was reported that the patient was in the emergency room because of a power on reset (por) condition. The battery voltage read 2.05 v which is close to end of life voltage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.